Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during implant procedure, right ventricular lead exhibited increased capture thresholds. The lead was repositioned several times; however, the issue remained. The lead was removed and replaced successfully. The patient was stable throughout the event.

Manufacturer narrative:
Analysis was normal. No anomalies were found.